Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 540 mg/dl. Customer treated their high blood glucose via insulin pump. Customer's sensor glucose level was 54 mg/dl. The sensor glucose and blood glucose readings have been off by over 400 points. Customer advised they had a bent cannula when they removed the sensor. Customer advised they slept and ran out of insulin overnight. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
Complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor failed per specifications. A visual inspection found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.